Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (1000 mcg/ml at 106.4 mcg/day) via an implantable pump for an unknown indication for use. The basal rate of infusion was 4.7 mcg/hour, and flex dosing was programmed from 02:00 with a duration of 16:00 hours at 68.8 mcg. It was reported that an accidental therapy stop occurred by the hcp during programming of a priming bolus on (B)(6) 2017. The n'vision reported the error code " (B)(4)," and the screen had the "driven n'vision sign." Contributing factors included an n'vision or programming error (accidental use of the red therapy stop button). Troubleshooting included using a different n'vision and retrieving logs. Actions taken included reprogramming the pump with a different n'vision. The pump would remain in-service, and the issue was resolved. The programmer would be returned. There were no reported symptoms, and the patient status was alive - no injury. No complications were reported or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8840, (B)(4), product type: programmer, physician, product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the n'vision was received. The patient did not experience any symptoms as oral baclofen was administered. The customer did not wish to return the n'vision.

Manufacturer narrative:
Sect references the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the (B)(4) software card was received.